Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. Customer stated that she was treated by paramedics at the scene with something to drink. Customer has been experiencing low blood glucose for issue had just happened in a matter of 30 minutes. The customer was advised that the issue happened as a result of over infusion and she hadn't eaten since breakfast. The customer sensor, pump and transmitter are working as designed. The customer was educated on sensor glucose versus blood glucose differences.